Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The components were visually and microscopically examined, and leak tested. Microscopic examination of both cylinders revealed wear at fold in the distal and proximal end of the cylinder. Both cylinders passed leakage testing. In relation to the pump, it was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Lastly, the spherical reservoir was noted to have wear from a fold at the shell, and it passed the leak testing. The device history record (DHR) was unable to be performed as the lot number is unknown. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical issue and device has a fluid leak was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on this investigation a clear probable cause for the reported clinical observations cannot be established. Updated initial reporter phone e1 and medical device reporting comment h11.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning, it presented an inflation problem, it was reported a fluid loss in the device. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning, it presented an inflation problem, it was reported a fluid loss in the device. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning, it presented an inflation problem, it was reported a fluid loss in the device. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The components were visually and microscopically examined, and leak tested. Microscopic examination of both cylinders revealed wear at fold in the distal and proximal end of the cylinder. Both cylinders passed leakage testing. In relation to the pump, it was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Lastly, the spherical reservoir was noted to have wear from a fold at the shell, and it passed the leak testing. Based on this investigation a clear probable cause for the reported clinical observations cannot be established.